Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2021-00457. It was reported the patient's scs lead extension broke inside the implantable pulse generator (ipg) header port, one of the extension contacts remained inside the header. Reportedly, the patient¿s scs system exhibited high impedance and the stimulation therapy was affected due to the breakage. The breakage was confirmed during the revision when the extension was disconnected from the ipg. The extension was replaced and the issue was resolved. The generator remained implanted in the patient.

Manufacturer narrative:
The fracture observed was consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.